Event description:
The customer reported high blood glucose. At the time of the event, the blood glucose reading was 400 mg/dl. Prior to the event, the patient stated that he changed the insulin and the infusion set. The customer was advised to consult a physician about the blood glucose levels. The current blood glucose reading is 300 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.